Event description:
In 2007, removed plate and screws as plate was broken. On approx five months earlier, open reduction internal fixation of right comminuted supracondylar femur fracture with locking a o supracondylar plate.